Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under potential adverse effects, number 1 states, "fracture of the temporary hemi-hip prosthesis component, made using the stageone select disposable cement spacer molds." The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported patient underwent a revision hip spacer mold procedure on (B)(6), 2012. During the procedure, while injecting head mold with antibiotic bone cement, it burst and came apart. The surgeon opened another 48 mm stage 1 mold as well as the same type of the other products to complete this procedure. As a result, there was a delay of 40 minutes.